Event description:
It was reported by repair work order that the power load was stuck in the transport position due to debris. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the power load was stuck in the transport position due to debris. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the power load was stuck in the transport position due to debris. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Manufacturer narrative:
The investigation confirmed that the power load was stuck in the transport position and was still able to secure a cot manually for transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.